Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. External inspection of the returned cycler showed no signs of physical damage or any other discrepancies. The touch screen test failed. When powering on the cycler the ok, stop, and up/down arrows push buttons illuminated, however the front panel touch screen remained blank. The valve actuation test passed. The cycler passed a simulated treatment (pre-accelerated stress test) for 15 minutes with 1000ml. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) called fresenius technical support to report the liberty select cycler touch screen went blank during an unknown phase and cycle of treatment. The patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The cycler was rebooted and the ok and stop keys lit up, but the screen remained blank. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was unable to complete treatment using the cycler or with continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.